Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to an exhalation motor error. The service technician replaced the exhalation valve and exhalation motor controller board as a precaution. Performance verification testing was completed and all tests passed to operating specifications.

Manufacturer narrative:
Na